Event description:
Procedure: laparoscopic inguinal hernia repair. According to the reporter: physician was removing the kidney shaped dissection balloon from just below the umbilicus of the patient, upon removal the balloon disconnected/tore away from the main body of the device. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).